Event description:
Boston scientific crm received info that during the implant of this lead, it had to be repositioned three times. Then the next day, it was found to have dislodged. The physician attempted to revise the lead again. However, they noted that the insulation was compromised close to where the suture sleeve had been. The physician elected to replace the lead at that point.